Manufacturer narrative:
(B)(6). An evaluation was performed on the returned products. Visual inspection of the returned devices, (without anchors), shows the appearance of being put through some type of high heat sterilization procedure, as the handles were slightly melted and deformed. As a result of the returned condition of the dilators functional testing cannot be performed and the reported failure mode cannot be confirmed. Without the returned anchors no further testing can be performed. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during a hip arthroscopy open cuff repair using a accessories, arthroscopic, that awl's in items handle broken during use, the metal shaft of the instruments came away from the green handles. Both anchors broke in the patient's bone. The incident created a 30 minute surgical delay as a backup device was on hand to complete procedure. (B)(4).